Event description:
Far field r wave oversensing noted on stored electrograms (egm). Patient experienced shortness of breath. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).